Event description:
During the leadless pacemaker (lp) system implant procedure, while attempting to reposition, the lp was being redocked on the delivery catheter, it became caught on the tricuspid valve. The valve was torn when trying to free the lp. The lp was implanted. The patient is experiencing tricuspid regurgitation.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.